Event description:
The facility reports one incident of a leak between outlet end of the pump segment tubing and pump segment connector. Pt ran a total of three hours on dialysis treatment when staff noticed a blood leak in the pump housing area. Blood volume in the circuit was discarded resulting in ebl = 300cc. No pt injury is reported. Pt was administered saline. The complaint sample was initially saved but was later discarded due to contamination. MDR is filed for blood loss only.